Event description:
Customer reported that the autopulse platform (serial (B)(6) ) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. The customer was unable to clear the advisory. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message" was confirmed during both archive data review and functional testing. The root cause of the ua07 was the failed load cell module 1, likely attributed to aging of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in march 2017 and is over 6 years old, past its expected service life of 5 years. Unrelated to the reported complaint, further visual inspection revealed that the top cover and front enclosure were cracked. All these observed physical damages are most likely attributed to user mishandling. The top cover and front enclosure need to be replaced to remedy the other observed physical damages. In addition, unrelated to the reported complaint, a frayed patient head restraint wire was also observed. The patient head restraint does not render the autopulse platform non-functional. The most likely root cause of the observed issue is aging of the platform or user mishandling. The top cover needs to be replaced to address the frayed head restraint wire issue. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around and on the reported date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. Load cell characterization test results revealed that load cell module 1 was over-reporting, and it needs to be replaced to remedy the fault. Zoll awaiting customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6) .